Manufacturer narrative:
Retainer ring = black. On 10/05/2021 the customer reported keypad buttons not responding immediately. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken battery tube threads, cracked case on the battery compartment side, missing display window cover, cracked middle (enter) keypad button. After battery installation, both the down button did not work. Unable to perform the displacement and self tests due to the unresponsive button. Unable to upload pump files using thus due to the unresponsive button. After visual inspection, there is corrosion in, around the following: keypad flex cable terminal; electric board. In summary, the customer¿s report that the keypad buttons are not responding immediately was confirmed during testing. The non functioning down keypad button is due to the moisture damage at the electric board connector and on the keypad flex cable terminal. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump keypad anomaly. Customer stated that the buttons on insulin pump were slow to respond. Insulin pump did not receive stuck button alarm. Customer stated that numbers were not ramping on their own. Buttons were not responding after inserting new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.